Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss from the reservoir. A new ipp device was implanted.

Manufacturer narrative:
Combination product: corrected.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss from the reservoir. A new ipp device was implanted.